Event description:
It was reported that the preloaded extended depth of focus intraocular lens (iol) was explanted from the left eye in a secondary surgery due to the patient being unable to tolerate the lens with symptoms of blurred vision, positive dysphotopsia, halos, and glare. The issue was first identified during a post-operative examination. There was no reported patient harm. The patient¿s symptoms resolved with the insertion of another johnson and johnson iol (dib00). The pre-operative refraction was recorded as 0.00 +0.25 at 0.05, with a pre-operative best spectacle-corrected visual acuity (bscva) of 20/25, which was reduced to 20/40 with glare. The post-operative refraction was noted as -1.00 +1.25 at 0.05, with a post-operative bscva of 20/25. The intended target refraction was plano. The device was discarded. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown/not provided. The best estimate date is between sept 17, 2025 and oct 23, 2025. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.